Event description:
The repair of an abdominal aortic aneurysm who planned for the deployment of four graft components. The main body graft was deployed in the aorta, nothing to land proximally at the predetermined location in the aorta. An iliac leg graft was deployed in the contralateral limb, followed by the deployment of the selected ipsilateral leg graft and iliac leg extension. Although an angiogram was performed with the placement of the main body graft, and accurate visualization of the location of the right renal artery had been mis-interpreted. The planning and sizing of the endovascular graft had been determined based upon the location of the hepatic artery which was observed very low in the aorta, just above the renal arteries. Noting the occlusion, the physician planned to conclude the procedure at that time, end follow-up with a stenting of the right renal orifice the next day. The scheduled intervention was unsuccessful, due to the amount of proximal material placed too far above the renal orifice to remove.